Event description:
It was reported to aesculap ag that an insulated outer tube 5/5mm 310mm (part # pm973r) was used during a laparoscopic procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the grasper splintered inside patient. Reportedly, the surgeon managed to retrieve some, but not all, fragments. The complaint device was returned to the manufacturer for evaluation. A fragment remained inside the patient. An addition medical intervention was required. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Involved components: po959r - monopolar handle with ratchet - batch unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation results: visual investigation: the outer tube of the instrument was splintered at the front end. The splinters were not enclosed. A digital camera was used for test and analysis of the equipment. At first a visual inspection of the instrument shaft was made. Here it was found that the front end was bent and the insulation tube was splintered. In next step, it was tried to pull the instrument out of the isolation tube. This was not possible even with the help of pliers or a hammer. Batch history review: the review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.